Event description:
Philips received a complaint on the efficia dfm100 device indicating that there was a battery issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The fse evaluated the device onsite at the customer's location. It was determined that the device had an issue with the battery. Hence, the device was replaced and restored to good condition. The device remains at the customer site and no further evaluation is warranted at this time.